Event description:
Healthcare professional reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on posterior, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, wear abrasion and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.